Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pump was replaced. The reason for replacement was prophylactic removal to avoid in-vivo battery depletion. The report also indicated that the pt was having poor pain control and needed a larger pump. No rotor or dye studies were done. The pt outcome was reported as: recovered without sequela. The type of medication, concentration, and daily does being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.